Manufacturer narrative:
Sections with additional information as of 29-jul-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer calling paramedics due to his high readings. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 500, 510 and 375 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated that the day before he had obtained a blood glucose test result of 450 mg/dl fasting. Customer had called 911 and when they arrived 15 minutes later they had performed a blood glucose test on the customer using their device and had obtained a result of 90 mg/dl fasting. Customer was not taken to the hospital. Customer then disconnected the call and no further information was able to be obtained. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2021; customer did not recall the open vial date. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).